Manufacturer narrative:
(B)(4). The customer returned various components including a catheter, guide wire, ars syringe, catheter over needle, introducer needle, and dilator for evaluation. The catheter contained signs of use in the form of biological material on the interior and exterior. The medial line was full of blood. The returned guide wire was unraveled and the core wire was fractured at the presumed distal weld. The returned catheter showed evidence of use but no obvious defects or anomalies. Microscopic examination of the guide wire confirmed the core wire was fractured near the distal weld. The outer diameter of the returned guide wire was measured and was found to be within specification. The length of the returned guide wire could not be determined as the wire was stretched and lengthened. A lab inventory guide wire of same diameter as that supplied in kit cs-15123-f passed through the distal extension line and catheter body of the returned catheter with minimal resistance. A manual tug test confirmed that the proximal weld was intact. A device history record (DHR) review was performed with no relevant findings. The instructions for use (IFU) provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The IFU also states to leave the distal extension line uncapped for guide wire passage, as the distal line is used in conjunction with the guide wire. The customer indicated that they had trouble removing the guide wire from the medial lumen which is the incorrect lumen. The report that the guide wire unraveled/separated was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. In addition, the customer indicated that they had trouble removing the guide wire from the medial lumen which is the incorrect lumen per the IFU. Based on these circumstances, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the left femoral vein was punctured under sonographic control. Insertion and removal of puncture needle and dil ator were without any problems. The insertion of the guide wire and the catheter was without problems but on the last quarter a slight pressure was required to advance the catheter further. After this it was not possible to remove the wire over the medial lumen. A clamp was used to remove the wire the wire got unraveled due to applied force. As a result the wire and the catheter were removed together and a new catheter was placed successfully.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the left femoral vein was punctured under sonographic control. Insertion and removal of puncture needle and dil ator were without any problems. The insertion of the guide wire and the catheter was without problems but on the last quarter a slight pressure was required to advance the catheter further. After this it was not possible to remove the wire over the medial lumen. A clamp was used to remove the wire the wire got unraveled due to applied force. As a result the wire and the catheter were removed together and a new catheter was placed successfully.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left femoral vein was punctured under sonographic control. Insertion and removal of puncture needle and dilator were without any problems. The insertion of the guide wire and the catheter was without problems but on the last quarter a slight pressure was required to advance the catheter further. After this it was not possible to remove the wire over the medial lumen. A clamp was used to remove the wire the wire got unraveled due to applied force. As a result the wire and the catheter were removed together and a new catheter was placed successfully.